Event description:
A male pt was diagnosed with stenosis in both lung arteries. A study revealed he had lesions that had not responded to previous catheterizations performed using a dilatation balloon. Subsequently, it was decided that both lesions should be treated simultaneously with the placement of stents. While advancing the stent delivery system through the sheath introducer, it was reported that the stent dislodged from the delivery system and remained in the sheath. The stent was removed without difficulty. There was no reported patient injury. The procedure was successfully completed with another cordis stent. The product was not returned for analysis. As no sterile lot number was provided, a device history record review could not be performed. With the limited amount of info available and without the return of the product or films of the procedure, it is not possible to draw a clinical conclusion between the device and the event.